Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a (B)(6) in association with the vitek 2 ast-p634 test kit. Cefoxitin screen test was negative, meca mod-pbp phenotype proposed. The test was repeated with the same result. The resistant oxacillin result, indicating a (B)(6), was reported to the physician. The patient was given mupirocin nasal treatment (ointment) to eradicate supposed (B)(6). The patient isolate did not grow on oxoid chromogenic (B)(6) media, so the vitek 2 ast-p634 result was questioned. The customer performed etest and received a result of 1 (susceptible). The isolate was sent to oxoid and a (B)(6) reference lab for confirmatory testing; oxoid obtained oxacillin mic of 0.25 (susceptible) and the reference lab obtained oxacillin mic of 2 (susceptible). There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse impact related to a patient's state of health. However, the incorrect result was reported to the physician and the patient was temporarily provided unnecessary treatment for mrsa when in fact the isolate was (B)(6). Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Testing against the patient isolate submitted by the customer included: vitek 2 gp ID test kit confirmed organism as staphylococcus aureus vitek 2 ast-p634 test kit (customer lot and random lot) provided a result of oxacillin mic <=0.25 mg/l (susceptible) pcr meca/mecc tests were (B)(6)) agar dilution (ad, the reference method for oxacillin ox1n1 development) provided a result of oxacillin mic = 0.25mg/l (susceptible). Cefoxitin disc diffusion provided a zone diameter of 31mm (susceptible). Atb tm staph gave a susceptible result for oxacillin. Chromid tm (B)(6). All test results, including vitek 2 ast-p634, are in favor of susceptibility to oxacillin. The investigation did not reproduce the "resistant" result obtained by the customer. The ast-p634 cards are performing in accordance with specifications.